Event description:
The MFR rec'd info alleging a ventilator's display screen was damaged. The device was not in pt use.

Manufacturer narrative:
The ventilator was returned to the MFR for eval and the display screen was found to be cracked. The display screen was replaced to address the issue.